Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient stated starting about 2 weeks ago, they started having a lot of problems with their ins. The patient stated that the intensity would keep shutting off no matter what group they were in, whether they  raised or lowered intensity, what they were doing or where they were. The patient stated that the stimulation would turn off when inside cleaning or walking to their car. Though they did have adaptivestim programmed in, the stim turning off happened while in all positions. The patient then stated that this morning whey they go up, the stimulations wasn't shocking them, but also wasn't right. The patient stated that they finally shut the ins off, but still felt a pulsing. They described that it went from their back where the ins was all the way up. Patient services asked and the patient stated that they did not have any recent falls. The circumstances that led to the reported issue were asked but unknown. The patient was redirected to follow-up with their healthcare provider (hcp) to further address the issue. It  was reviewed to take notes of when they noticed the stimulation turning off and to follow-up with their hcp/rep to check the ins. Additional information was also received from the manufacturer representative (rep) the same day reporting that the patient was complaining of shocking down her left leg.  Factors that contributed to the issue were unknown. The rep stated that so far they had only had a phone call with the patient, but indicated that they were meeting with the patient tomorrow (B)(6) 2021 to evaluate. It was indicated that apparently the patient felt the shocking with their system on and off which told them it was neuropathic and no the system. The issue was not resolved at the time of the event and no surgical intervention occurred or was planned.

Event description:
Additional information received from the manufacturer representative reported that they met with the patient on 21-sep and it was found that adaptive stimulation was not set for the sitting position. Because of this the system will go to zero. The rep reset the amplitude settings for all positions which resolved the problem. The shocking was resolved after the reprogramming.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.